Event description:
A physician placed an xact stent in the left internal carotid artery. Two days later the patient was found unresponsive. Head CT scan confirmed a large frontal hemorrhage with evidence of midline shift. The patient expired two days later.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.